Event description:
It was reported that a 4 l oxygen barrier bag leaked from a tiny hole near the area where the bag was spiked. This occurred after the device was filled with total parenteral nutrition solution, hung by the nurse, and spiked. This also occurred before patient connection. The reporter stated that the leak was due to them "inadvertently spiking the bag while setting up." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition could not be verified through evaluation; however, inadvertently spiking the bag while attaching the administration set was reported and is a known cause of leakage. Should additional relevant information become available, a supplemental report will be submitted.